Event description:
This rv lead was implanted on (B)(6) 2004 and remains implanted at this time. A call to technical services placed on 10/31/2016 stated that this lead had low intrinsic amplitude on (B)(6) 2016. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).